Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/20/2024, it was reported by a sales representative via email that an ar-3642sp knotless 2.6 fibertak broke when the surgeon attempted to slide the shuttle stitch back and forth before passing repair stitches. The rest of the anchor was pulled out and proceeded by using a product from another manufacturer. This was discovered during a biceps tenodesis procedure on (B)(6) 2024. Additional information received on 1/6/2025: the anchor along with all broken fragments were removed from the patient. The case was delayed a few minutes while implanting the new product.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and misalignment of the insertion angle. Directions for use dfu-0054-eor6_fmt_en bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions: 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 9. Self-punching suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The complaint allegation was confirmed based on the customer's attached picture, which shows a suture break that may belong to an ar-3642sp.